Event description:
Contact reported surgeon tried implanting a 9mm 5 degree lordotic cage twice at the same level, same side. Both times the cage broke upon final impaction using a free hand impactor. Broken fragments were removed and the remaining portion of the implants were left implanted. There was no pt injury reported as a result of this situation reported.

Manufacturer narrative:
No conclusion can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.